Event description:
It was reported that the patient is experiencing an increase in depression. It is unknown if the depression is back to or above the patient's pre-vns baseline frequency. The patient indicated that he no longer feels device stimulation and feels that the generator battery is dead because his depression is returning. It was reported that the patient has not been seen for device testing in a long time and does not have a current treating vns psychiatrist. The patient was given two neurologist's in his area to check the device as there are no nearby vns treating psychiatrists. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.